Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent an explant procedure for the talar component for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
The reported event could confirmed since images of CT scans were provided and shows a partial girdlestone situation. Upon further investigation of the CT scans by healthcare professionals the following was observed: ¿the talar component has been revised and replaced by a cement spacer in a partial girdlestone situation. There is reason to believe, that there was some infection present, here. There is no further information given and therefore no assessment regarding the underlying cause is possible.¿ more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient underwent an explant procedure for the talar component for reasons that are not available at the time of this report. The patient received a cement spacer.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed.  A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text : device remains implanted in patient